Event description:
On (B)(6) 2011, this (B)(6) male underwent a total left hip arthroplasty under dr (B)(6) at (B)(6) hospital. A stryker rejuvenate modular stem and neck device was implanted. On (B)(6) 2012 stryker issued a voluntary recall of the a stryker rejuvenate modular stem and neck. A reactive issue and corrosive phenomenon had been determined to affect some of the pts with the implant. The concern is for chromium and cobalt fretting out into the tissue of the affected pts causing severe tissue damage. Pt became symptomatic with his hip and went to see dr (B)(6). On (B)(6) 2013, pt underwent revision of the left hip and had the stryker rejuvenate device explanted by dr (B)(6). Extensive debridement of the joint was done.